Manufacturer narrative:
(B)(4). The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was achieved with a proglide device after an unspecified procedure. Reportedly, the patient experienced symptoms in the leg the same evening and returned for treatment. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and no device malfunction was reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection and thrombosis are listed in the instructions for use (IFU) as known adverse events associated with use of suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: right common femoral arteriotomy closure (rcfa) was achieved using two proglide devices after a transcatheter aortic valve replacement (tavr) procedure. Femoral angiogram was not performed prior to the vessel closure procedure. Later that evening the patient returned with an acute occlusion of the rcfa. Emergent thrombectomy and lytic therapy was performed to treat the occlusion. A dissection was then observed in the superficial femoral artery during the treatment of the occlusion. The cause of the dissection could not be confirmed. The dissection was treated with stent placement. The physician is reportedly trained in the use of the proglide device.